Manufacturer narrative:
The customer stated that the compressor was shutting off itself intermittently. Our field service engineer verified that the compressor was going to standby prematurely and replaced the standby valve. After repair the compressor passed all functional and safety test per factory specifications before it was returned to service. The returned standby valve was installed in a reference compressor mini and connected to a reference ventilator. The compressor started to deliver air when wall air was disconnected from the compressor and went to standby when wall air was reconnected again. It was, however, not verified that the compressor goes to standby intermittently when wall air was disconnected. The conclusion is that the returned standby valve was reported to going to standby mode intermittently, but this could not be confirmed during laboratory tests.

Event description:
Manufacturer's ref : (B)(4).

Event description:
It was reported that the compressor shut down by itself. There was no patient harm. Manufacturer's ref: (B)(4).